Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported the patient was hospitalized for an unrelated indication and was diagnose with peritonitis. The patient was treated with an unspecified medication for the event. At the time of this report, "the patient was in good condition" and was waiting to be discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported during follow up that the patient was discharged after thirteen days in the hospital and dialysis treatment was suspended. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.